Event description:
It was reported the patient was not receiving stimulation. Diagnostic testing revealed one contact with invalid impedance. Reprogramming was unable to provide stimulation. X-rays revealed the lead has migrated. Surgical intervention is planned to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.